Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. Additionally, the risk was unable to be assessed as the complaint was unable to be confirmed.

Event description:
It was reported that the ar-6410 pump tubing was leaking at the y connector. The defective devices were replaced with a different lot number. Additional information received on 10/22/2020: the rep reported extravasation occurred during the procedure and was removed via suction diamond and cannula. The patient was not kept overnight, and recovery was not prolonged.